Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o ring.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer states that o-ring is exposed. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.